Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the device had failed to supply sufficient ventilation to the patient. The customer stated that the patient had been admitted to the hospital for treatment due to respiratory failure. The ventilator was used to assist the patients breathing. During use, the ventilator alarmed with the following messages: ""inspiratory pressure too low, low leakage volume, co2 rebreathing risk, tidal volume too low." It was then stated that "the tidal volume was observed to be 1, and the minute ventilation was 0; the ventilator was not functioning. The patient experienced a brief oxygen deficiency, leading to a drop in blood oxygen levels. The ventilator was immediately replaced, and the incident was reported." Based on the available information, the device triggered multiple high-priority alarms, including inspiratory pressure too low, low leakage volume, co2 rebreathing risk, and tidal volume too low, to adequately alert the end user of potential ventilation issues. According to the respironics v60/v60 plus ventilator service manual (reference: 1049766, section 6.4 diagnostic codes, alarms, and troubleshooting, pages 108-120f), the "low tidal volume" service alarm is activated when the estimated tidal volume falls below the set lo vt threshold. If this condition persists for more than 60 seconds, it escalates to a high-priority alarm. The recommended actions include: 1. Checking the patient; 2. Confirming that the ventilator and alarm settings are correct; 3. Arranging for alternative ventilation if necessary; and 4. Service the ventilator. Based on the information currently provided and available, there was a brief episode of oxygen deficiency that resulted in lowered blood oxygen levels and hypoxia, and their condition worsened is assessed as a non-serious injury. There are no symptoms of hypoxia noted such as shortness of breath, cyanosis, confusion, tachycardia, chest pain. Therefore, the device did not cause or contribute to a serious injury or death. Further good faith efforts (gfes) and information gathering were completed to inquire about any harm that incurred and the device cause and/or contribution. In a gfe response from the authorized service provider (asp) received on 17jun2025, it was stated that the device's diagnostic report (drpt) from the time of the event would not be provided. The device configuration and attached accessories at the time of the event were asked but unknown (asku), the device settings at the time of the event were asku, the patient information from the event were asku, and the length of the patients oxygen saturation drop was asku. The asp stated that the patient normalized after the swap to an alternate ventilator. The customer repaired the device by replacing the flow sensor assembly (fsa) and data acquisition (da) printed circuit board assembly (pcba). Following the part replacement, the asp stated that it was asku if a pvt was completed, but was able to confirm that the device was returned to full functionality and returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had failed to supply sufficient ventilation to the patient. The customer stated that the patient had been admitted to the hospital for treatment due to respiratory failure. The ventilator was used to assist the patients breathing. During use, the ventilator alarmed with the following messages: ""inspiratory pressure too low, low leakage volume, co2 rebreathing risk, tidal volume too low." It was then stated that "the tidal volume was observed to be 1, and the minute ventilation was 0; the ventilator was not functioning. The patient experienced a brief oxygen deficiency, leading to a drop in blood oxygen levels. The ventilator was immediately replaced, and the incident was reported." Based on the available information, the device triggered multiple high-priority alarms, including inspiratory pressure too low, low leakage volume, co2 rebreathing risk, and tidal volume too low, to adequately alert the end user of potential ventilation issues. According to the respironics v60/v60 plus ventilator service manual, the "low tidal volume" service alarm is activated when the estimated tidal volume falls below the set lo vt threshold. If this condition persists for more than 60 seconds, it escalates to a high-priority alarm. The recommended actions include: 1. Checking the patient; 2. Confirming that the ventilator and alarm settings are correct; 3. Arranging for alternative ventilation if necessary; and 4. Service the ventilator. Based on the information currently provided and available, there was a brief episode of oxygen deficiency that resulted in lowered blood oxygen levels and hypoxia, and their condition worsened is assessed as a non-serious injury. There are no symptoms of hypoxia noted such as shortness of breath, cyanosis, confusion, tachycardia, chest pain. Therefore, the device did not cause or contribute to a serious injury or death. Further good faith efforts (gfes) and information gathering are required to inquire about any harm that incurred and the device cause and/or contribution. No further information was provided regarding the patient outcome or any subsequent treatment provided to alleviate the patients lowered blood oxygen levels or respiratory failure. As a result, the patient outcome is unknown at this time. This investigation is ongoing.